Event description:
The reporter stated the surgeon implanted a aq2010v three piece silicone lens on (B) (6) 2009. Lens was removed on (B) (6) 2009 due to decreased visual acuity and subluxation of lens. Incision was widen to removed lens and suture was required to close. Pre-op, the patient was diagnosed with posterior synechia. Another same model and size lens was implanted.

Manufacturer narrative:
(B) (4) (incision sutured, secondary surgery). Lens work order search. Results: a visual inspection of the returned product found the optic with haptic attached torn off. There was evidence of surgical dried dark residue. A lens work order search was performed and no similar complaint found within the same order. (B) (4).